Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the stylus and stylus cable were damaged, the power bay assembly was broken, the lower bullets were broken and the cooling fan was noisy. (B)(4).

Event description:
It was reported that the programmer was displaying an electrocardiogram (ECG) that was not accurate. When the analyzer was in use and started to pace there was no change in the ECG on the programmer display. The ECG monitor in the operating room showed the correct ECG with the pacing frequency. Even after reboot, the programmer showed the strange ECG with the ECG cable connected. The programmer was replaced to finish the implant. Later the same day, software updates were installed, but the ECG issue was still the same. The programmer was then returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.